Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging symptoms of kidney disease/toxicity. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.